Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that cuff leakage was detected upon initial use on the patient. The issue was resolved by replacing it with a new one. The event occurred while in use with patient at the hospital. A health professional operated the device. There was patient involvement, and unknown patient harm/adverse event reported.

Manufacturer narrative:
Two units were returned for evaluation in used condition. Visual inspection showed no visible defects. Functional testing was performed, and no leakage was identified. A device history review was performed and no nonconformances were identified. The reported condition cannot be attributed to the manufacturing process and was caused due to improper device handling outside of ICU medical control.